Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a lead replacement procedure. The lead was not in the desired target area and the physician decided to explant the existing lead and implant a new lead. The current location of the explanted lead is not known.